Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to gross undersensing on the atrial channel for the atrial lead. It was noted that stored egms (electrograms) showed atrial undersensing during at/af (atrial tachycardia/atrial fibrillation). The implantable cardioverter defibrillator (ICD) had identified ventricular rate greater than atrial rate due to undersensed af (atrial fibrillation); appears to be af with rvr (rapid ventricular response). Reprogramming was done. The atrial lead and the ICD remain in use. No further patient complications have been reported as a result of this event.